Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a no delivery alarm. The customer's blood glucose was unknown at the time of incident. The customer stated that the insulin did not exit during fixed prime. The customer was advised to disconnect the tubing and reservoir then reconnect the tubing and reservoir. The customer performed plunger push and stated that the insulin did exit. The customer was advised to rewind the insulin pump and reinsert the reservoir into the insulin pump then run manual prime. The customer stated that the insulin did exit but the insulin pump alarmed no delivery during manual prime. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.